Manufacturer narrative:
The field service representative (fsr) was dispatched to troubleshoot the issue. The fsr performed multiple troubleshooting services including; checking alignment and height of the mixer, aligning the cuvette washer, and replacing probes. A review of the analyzer¿s service history revealed no contributing factors on or around the time of the complaint. There have been no further reports from the customer regarding discrepant results since the current complaint. A review of tracking and trending did not reveal any trends related to the customer¿s issue. The calculated erratic rates for the architect c4000, c8000, and c16000 were all below the upper control limit. The architect operations manual addresses operational precautions and limitations and addresses troubleshooting of erratic sample results. Based on the information within the complaint record, no systemic issue or deficiency was identified.corrected data found in section g1 manufacturer office contact.

Event description:
The customer observed falsely elevated sodium and potassium results generated on the architect c16000 processing module. The following results were provided: sid (B)(6), initial sodium 145 mmol/l, repeated 161 mmol/l; sid (B)(6) ,initial sodium 163 mmol/l, repeated 139 mmol/l; sid (B)(6) ,initial sodium 168 mmol/l, repeated 143 mmol/l; sid (B)(6) ,initial sodium 163 mmol/l, repeated 139 mmol/l; sid (B)(6) ,initial sodium 172 mmol/l, repeated 138 mmol/l; sid (B)(6), initial sodium 165 mmol/l, repeated 139 mmol/l; sid (B)(6) ,initial sodium 168 mmol/l, repeated 130 mmol/l; sid (B)(6), initial sodium 171 mmol/l, repeated 156 mmol/l; sid (B)(6) ,initial sodium 190 mmol/l, repeated 143 mmol/l; sid (B)(6) ,initial sodium 199 mmol/l, repeated 139 mmol/l; sid (B)(6) ,initial sodium >200 mmol/l, repeated 189 mmol/l and 149 mmol/l; sid (B)(6), initial sodium 197 mmol/l, repeated 153 / 154 /153 mmol/l; sid (B)(6), initial sodium 168 mmol/l, repeated 137 mmol/l; sid (B)(6), initial sodium 170 mmol/l, repeated 140 mmol/l; sid (B)(6) ,initial sodium 192 mmol/l, repeated 138 mmol/l; sid (B)(6) ,initial sodium 183 mmol/l, repeated 140 mmol/l; sid (B)(6), initial sodium 183 mmol/l, repeated 138 mmol/l; sid (B)(6) ,initial sodium 183 mmol/l, repeated 141 mmol/l; sid (B)(6), initial sodium 185 mmol/l, repeated 141 mmol/l; sid (B)(6) ,initial sodium 173 mmol/l, repeated 142 mmol/l; sid (B)(6), initial sodium 188 mmol/l, repeated 187 / 144 mmol/l; sid (B)(6) ,initial sodium 181 mmol/l, repeated 137 mmol/l; sid (B)(6) ,initial sodium 184 mmol/l, repeated 139 mmol/l; sid (B)(6) ,initial sodium 151 mmol/l, repeated 172 mmol/l; sid (B)(6) ,initial sodium 190 mmol/l, repeated 153 mmol/l; sid (B)(6), initial sodium 186 mmol/l, repeated 149 mmol/l; sid (B)(6) ,initial sodium 169 mmol/l, repeated 135 mmol/l; sid (B)(6), initial sodium 181 mmol/l, repeated 141 mmol/l; sid (B)(6) ,initial sodium 162 mmol/l, repeated 140 mmol/l; sid (B)(6) ,initial sodium 180 mmol/l, repeated 142 mmol/l; sid (B)(6) ,initial sodium 175 mmol/l, repeated 139 mmol/l; sid (B)(6) ,initial sodium 179 mmol/l, repeated 137 mmol/l; sid (B)(6) ,initial sodium 150 mmol/l, repeated 198 mmol/l; sid (B)(6) ,initial sodium 173 mmol/l, repeated 137 mmol/l; sid (B)(6) ,initial sodium 174 mmol/l, repeated 138 mmol/l; sid (B)(6) ,initial sodium 176 mmol/l, repeated 138 mmol/l; sid (B)(6) ,initial sodium 188 mmol/l, repeated 187 / 140 / 141 mmol/l; sid (B)(6) ,initial sodium 191 mmol/l, repeated 140 mmol/l; sid (B)(6) ,initial sodium 174 mmol/l, repeated 143 mmol/l; sid (B)(6) ,initial sodium 186 mmol/l, repeated 144 mmol/l; sid (B)(6) ,initial sodium 163 mmol/l, repeated 142 mmol/l; sid (B)(6) ,initial potassium 7.0 mmol/l, repeated 5.6 / >10 mmol/l; sid (B)(6), initial potassium 6.6 mmol/l, repeated 5.6 mmol/l; sid (B)(6) ,initial potassium 6.6 mmol/l, repeated 5.1 mmol/l; sid (B)(6), initial potassium 9.6 mmol/l, repeated 4.2 mmol/l; no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.